Event description:
During routine pacemaker clinic check, ventricular pacing was inhibited for up to 3 secs to 3.5 secs, resulting in non-conducted p waves with ventricular asystole. Dr was notified and pt underwent pacemaker generator removal, replacement and atrial lead placement.